Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: filter introducer, peel away and filter are returned for investigation. Filter is pulled inside the peel away sheath. The red safety button is locked and the grasping hook is nicely pulled inside the introducer. When delivered to customer the filter is attached to the grasping hook and during the preparation for the procedure the peel away sheath should be advanced over the filter and afterwards the peel away with filter inside should be advanced into the introducer sheath. Since the peel away sheath could be advanced over the filter, the product has been delivered with the filter attached to the introducer, as specified. The peel away sheath is intact. Therefore, it is presumed that filter detachment occurred when peel away sheath with filter inside is placed in the hub from the introducer sheath. Filter was reloaded to the introducer system, fastened the red safety button and advanced the peel away sheath over the filter. Afterwards detached the filter by pulling the filter introducer and the peel away sheath. Despite holding the peel away sheath tight it is not possible to detach the filter from the grasping hook. A root cause of the event can´t be found based on the returned product. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted the sheath from the right jugular and advanced it to right below the renal vein as labeled. Then he advanced the filter introducer in the sheath but felt/saw something was wrong fluoroscopically. So he pulled only the filter introducer and found the filter was detached in the sheath. He removed the sheath with the filter and replaced with another device to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.